Manufacturer narrative:
Concomitant product: addr01, ipg, implanted: (B)(6) 2008.

Event description:
It was reported that the patient's right ventricular (rv) lead had high pacing impedance. It was noted that the lead was originally programmed unipolar. Prior to device change out, the lead was programmed bipolar to check status and once the high impedance was noted, the lead was placed back at its original unipolar programming. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.